Event description:
It was reported that the 9900 system locked up and appeared to x-ray on its own. Also there were communication failure and power supply failure error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.